Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gave an error 41622 during a perfusion of intravenous medication. There was patient involvement and it is unknown if there was harm as result of this event.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.